Event description:
Two rods broke in situ. It was reported that the rods were implanted in (B)(6) 2011 and the patient had symptoms relating to this condition in (B)(6) 2012. However, it is not known when breakage occurred. No other information is available. See mfg medwatch report# 1526439-2012-00267 for the other rod that was involved in this event.

Manufacturer narrative:
Visual examination confirmed rod breakage. Further evaluation found evidence of fatigue striations. Scanning electron microscopy (sem) was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of each rod segment. The fractured surfaces exhibited smooth and grainy/rough regions, which are indicative of material fatigue. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. There are no related complaint trends for product and its associated product family. The IFU states that because of the limitations imposed by anatomic considerations and modern surgical materials, metallic implants cannot be made to last indefinitely. Their purpose is to provide temporary internal support while the fusion mass is consolidating. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The rod has been returned for evaluation. A follow up report will be filed upon completion of the evauation.